Manufacturer narrative:
Evaluation summary: the catheter device was returned in histology kit c23-329. The evaluation of the returned devices showed the following: the leading end of the catheter (polyimide guidewire lumen and leading olive) had separated from the catheter body at the trailing olive. The catheter was returned with blood, indicating use of the device in the patient. The trailing olive end was intact and not ripped or torn. There was evidence of indentations from the guidewire lumen braid, indicating that the leading end of the catheter had been bonded at the trailing olive. The gore® excluder® iliac branch endoprosthesis instructions for use (IFU) states: do not continue advancing any portion of the delivery system if resistance is felt, during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage or premature deployment have occurred and may result in potential patient harms. Do not continue to withdraw the delivery catheter if resistance is felt, during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events, including catheter break or separation and reintervention resulting in potential patient harms. When withdrawing the device delivery system through the introducer sheath. Verify, all catheter components are intact. The findings from the evaluation are consistent with the reported observation of separation of the leading end of the catheter. The cause for separation of the leading end of the catheter could not be determine with the currently available information.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment for abdominal aortic aneurysm and a common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® lliac branch endoprosthesis (ibe). It was reported that during advancement and maneuvering of the internal iliac component, it got hung up near the bifurcation of the trunk graft when the physician was advancing it down. He pulled it back and re-advanced it and it went in; however when removing the delivery system the physician felt like it got hung up again. It was not until he went to advance his pig over the same wire to do an injection that we noticed something was on the wire, which was the nose cone/leading olive. The physician then advanced a loop snare over the wire and removed the nose cone/leading olive. The patient tolerated the procedure with great results.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.